Event description:
It was reported that during a stent placement procedure in the superficial femoral and popliteal artery through contralateral antegrade approach, the stent deployment was allegedly very difficult with lots of resistance for the last few centimeters. It was further reported that the tip of the catheter had allegedly came loose and remained inside the patient. Reportedly, a second stent was used to pin the remaining tip between the vessel wall and the second stent, and while retrieving the guidewire, a piece of loose tip was allegedly stuck against the outer entrance of the sheath. The current status of patient is unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the lifestent 5f vascular stent system products that are cleared in the us. The pro code and 510k number for the lifestent 5f vascular stent system products is identified in d2 and g4. H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the physical sample was returned for evaluation. Two returned samples were found in activated condition without stent that reportedly had been deployed inside patient. On both samples the inner catheter cardan tube was found broken. Broken off inner catheter cardan tube segments were separately included but a clear assignment of the segments to the samples was not possible. Provided images demonstrate two broken and detached catheter segments inside patient that have been secured against the vessel wall with additionally placed stents. The investigation leads to confirmed result for break and detachment. Based on the investigation of the provided information, the investigation is closed as confirmed for break and detachment of the inner catheter cardan tube. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instruction for use states: 'do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit.' Regarding pre dilation the instruction for use states: 'pre-dilatation of the lesion with a balloon dilatation catheter is recommended.' Under materials required the instruction for use states: '5f (1.67 mm) or larger introducer sheath (¿); 0.014-inch (0.36 mm) - 0.035-inch (0.89 mm) diameter guidewire'. Regarding insertion and removal difficulty of the delivery system the instruction for use states: 'if resistance is met during stent system introduction, the stent system should be withdrawn and another stent system should be used.', and 'if resistance is met while retracting the delivery system over a guidewire, remove the delivery system and guidewire together.' Holding and handling of the system throughout deployment was found sufficiently described. H10: d4 (expiry date: 07/2025), g3. H11: b5, h6 (method, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a stent placement procedure, the first stent deployment allegedly was very difficult. It was further reported that the tip of the catheter was allegedly came loose and remained inside the patient. Reportedly, second stent was used to pin the remaining tip between the vessel wall and the second stent. Furthermore, the second stent tip also allegedly missed. Reportedly, while retrieving the guidewire, a piece of loose tip was allegedly stuck against the outer entrance of the sheath. The current status of patient is unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the lifestent 5f vascular stent system products that are cleared in the us. The pro code and 510k number for the lifestent 5f vascular stent system products is identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 07/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device pending return.